Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and was hospitalized for the peritonitis. The patient was treated with unknown antibiotics. At the time of the report, the patient was still hospitalized, and recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 4 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13d10048 and h13e16075 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). During follow up it was reported that the cause of the peritonitis was a use error, which was further described as patient did not wear a mask while performing peritoneal dialysis (pd) therapy. On an unreported date, dianeal therapy was discontinued. The pt was hospitalized for the peritonitis for eighteen days. On an unreported date, the patient's pd catheter was removed.